Manufacturer narrative:
An extensive engineering investigation was performed on the returned device by the manufacturing facility in (B)(4). In-house testing was unable to reproduce the reported issue. No serious patient injury was reported. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and a preliminary evaluation was performed. The preliminary evaluation determined that there was no fault found with the returned device. The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a copd patient using an astral device required caregiver assistance after the therapy settings allegedly changed.